Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Investigation has been completed based on current information. No further action is warranted at this time. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implantation, two patients had an unexpected outcome of additional cylinder. Additional information has been requested. There are two medical device reports associated with this event. This report is for the second patient.